Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was pushing on a nerve causing pain. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively and the pain was resolved.